Event description:
Pt returned to the operating room on (B)(6) 2011. Pt was implanted with plate and screw construct on an unk date. X-ray confirmed 2 screws became loose. Surgeon was able to re-tighten the 1 screw. Surgeon tried retightening the other screw but the bone was stripped. Surgeon backed out the second screw and replaced the screw with an emergency screw. Pt was also revised with an additional plate. Reportedly, pt was non-compliant with soft diet and was chewing too hard. Hardware was discarded by the hospital. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.